Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. Upon interrogation, the device exhibited elective replacement indicator ¿ eri. It was noted the patient was lost to follow-up. No intervention was reported. The patient was in stable condition.

Event description:
New information received noted that the device was explanted and replaced on (B)(6) 2019. The patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
The reported event of backup mode was confirmed and was consistent with normal battery depletion. Device was in backup mode when received. Analysis of the device image indicated the device being implanted beyond its projected longevity period and went into backup mode, consistent with low battery voltage. Device was implanted for 9.86 years, which exceeded the projected longevity and is considered normal battery depletion.